Event description:
It was reported that the device would not power off with white screen and was inoperable. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and found it inoperable. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident was a failure of the power supply module with an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.